Manufacturer narrative:
The reported event, was confirmed. A picture was attached at intake. It was visually observed a weld fracture.

Event description:
The user facility reported that the top housing broke found during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no delay and no medical intervention.